Event description:
Subsequent to the previously filed report, additional information was received that the patient described he was bleeding at the access site and suddenly collapsed from an unknown cause. The patient had sepsis of unknown origin. The patient was cleared for surgery after the infection resolved. Surgery of the aneurysma spurium in the right groin was performed on 12/02/2023. The patient was also treated with wound vacuum therapy in the right groin. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. The patient effect of hematoma is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: lot number updated from unknown to 3060642.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023, arteriotomy closure of the right common femoral artery was performed using a proglide device and non-abbott vessel closure device after a transcatheter aortic valve implantation (tavi) procedure with a 19f sheath. The proglide device and non-abbott vessel closure device were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. On (B)(6) 2023 the patient was re-hospitalized due to hematoma in right groin. The patient collapsed at home and required surgical intervention. No additional information was provided.